Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-celect-pt (B)(4). Summary of investigational findings: investigation of returned device and available image suggest that grasping hook is deformed and out of shape. Also it was confirmed that the locking mechanism functioned as intended. Investigation findings suggest that the grasping hook was straightened, probably by pulling when transferring the filter from femoral to jugular introducer, and consequently the straightened hook caused the filter to detach too early. No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to complainant: customer had an issue with a celect platinum filter. They were deploying the filter from the jugular delivery system and the filter detached before the safety button had been released, meaning that the filter deployed early and was also very tilted. Filter was successfully retrieved and a new one deployed. Filter placed via the jugular set, the dr removed the filter from the femoral deployment set and attached onto the jugular set and locked the handle. When the filter was inserted into the patient as the sheath was retracted the filter separated from the set before the deployment button was pushed. The filter deployed early and was very tilted (picture included). Filter needed to be retrieved and a new one placed. Patient outcome: the patient did require additional procedures due to this occurrence. Filter retrieval and placement again. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.